Event description:
Same case as MFR: 2134265-2012-08483 & 2134265-2012-08538. It was reported that during preparation for an unspecified treatment procedure, the ilab ultrasound imaging system motor drive unit failed to pullback and display an image. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).